Event description:
It was reported that during a procedure the buttons on the smartpump were locking up, which caused bleeding at the surgical site. No additional blood was given to the patient and the procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event of the smartpump buttons locking up was confirmed by a manufacturer repair technician through functional evaluation. Upon inspection, it was found that one or both of the deflate buttons were stuck in the depressed position. Because the device does not permit two button presses at the same time, this would cause the reported event. The device was repaired and returned to the manufacturer loaner pool.

Event description:
It was reported that during a procedure the buttons on the smartpump were locking up, which caused bleeding at the surgical site. No additional blood was given to the patient and the procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.